Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the patient report appear to match the damage found.

Event description:
In situ measurements showed 7 electrode channels with high impedance status. In situ measurement performed in (B)(6) 2013 showed 9 viable electrodes. An accident or trauma is not known. A CT scan showed the active electrode array to be in the cochlea and the cochlea to be normal. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements showed 7 electrode channels with status hi. An accident or trauma is not known. A CT scan showed the active electrode array to be in the cochlea and the cochlea to be normal. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, there seems to be a problem with the active electrode, most likely due to minute device mobility. To determine an exact root cause a device investigation at the explanted device is necessary. Device investigation will be performed as and when the patient gets explanted and device is received at headquarters.

Event description:
In situ measurements showed 7 electrode channels with high impedance status. In situ measurement performed in (B)(6) 2013 showed 9 viable electrodes. An accident or trauma is not known. A CT scan showed the active electrode array to be in the cochlea and the cochlea to be normal. Re-implantation is considered but no date is scheduled.